Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). The issue was discovered during set-up. No injury was reported. This situation could contribute to an injury, if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) found that the float was due to an alignment issue in the pedal mechanism. The fe adjusted alignment of the pedal mechanism, and verified that the table locks were working as expected.